Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, and was advised to continue using it while being instructed to call back if the malfunction code recurred. No further action was necessary as the code did not recur after resetting.